Event description:
A laser tech reported the eye appeared to move upward, while the applanation cone of the pt interface did not, resulting in an irregular flap. This occurred during the final part of the flap creation for the left eye of a pt. The surgeon completed the flap with a blade and successfully completed the lasik treatment on this eye. At (B)(6) post op, the surgeon indicated that pt was doing well and was 20/20+2. No further information is expected.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional information becomes available. (B)(4).